Event description:
During the procedure, the generator turned on as per normal, but when proceeding to lesion and selecting "start:, a beep is noted followed by insufficient heating. Additionally, if the generator does reach temperature, it does not maintain the temperature. The patient was completed, however, the consultant is not convinced that it was done properly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident remains unknown.